Event description:
The healthcare professional reported that during a stent-assisted endovascular embolization procedure, the complaint stent, a 4.5mm x 22mm enterprise® vascular reconstruction device (vrd) (enc452212 / 6998480) was impeded in the hub of the microcatheter, a 150cm x 5cm prowler select plus (606s255x / 30772063) and could not advance anymore. The physician tried to retract the stent for adjustment, but the stent was observed to be prematurely deployed in the microcatheter. The physician removed the stent and the microcatheter from the patient¿s anatomy and replaced both devices to complete the procedure. It was reported that the procedure was prolonged by approximately half an hour. There was no report of any patient injury or complication. On 21-apr-2023, additional information was received. The information indicated that the target aneurysm was on the posterior communicating segment. The aneurysm characteristics was described as an unruptured ¿woven aneurysm. Width 5mm x 4mm.¿ an adequate continuous flush was maintained through the microcatheter. There were no visible kinks or other damages observed on the microcatheter. No other device went through the microcatheter. Nothing unusual was noted about the system prior to use. There was no allegation of any patient injury or adverse event. The physician did not consider the approximate half hour delay to be clinically significant. The replacement stent was another 4.5mm x 22mm enterprise® vascular reconstruction device (enc452212) and the replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter of the same product code (606s255x).

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, gender, weight, race, and ethnicity were not provided. The initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Based on complaint information, the device is not available to be returned for analysis. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 6998480. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. Stent deployment difficulty is a known complication associated with the use of the enterprise vascular reconstruction device and is listed in the instructions for use (IFU) as such. Premature deployment of the stent in the patient may have led to damage to healthy intima, possible side branch occlusion, ischemia, infarct, and/or the need for additional intervention. Per the additional information provided, the physician did not consider the approximate half-hour delay to be clinically significant. Therefore, this event is usfda reportable under 21 cfr 803 with a classification of ¿malfunction.¿ the file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00244 and 3008114965-2023-00245. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.